Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an unable to prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 19-87 years of age and between 138 and 138 pounds. Of the reported patients, 0 were male, 3 were female, and 0 were unknown.